Manufacturer narrative:
Evaluation - a review of the functional tests, complaint history, device history record, documentation, manufacturers instructions, quality control, specifications and a visual inspection of the returned device was conducted during the investigation. Visual inspection and device analysis of the returned device were performed to confirm the complaint. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was returned with the unidex handle (udh) and the basket formation in the open positions. A functional test was performed and with the device still in the tray, the basket formation was hesitant to open when actuating the handle and with the device in the straight position the udh handle actuated the basket formation to the open and closed positions. The basket sheath was checked and no kinks, bends, or other damage was noted. A review of non-conformances revealed no nc¿s related to this work order. Measures have been previously initiated to address this issue. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). Event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
During the f-ursl procedure, the ngage was placed into the patient's kidney and was opened to grab a stone. The ngage was unable to close so a new device was used to complete the procedure. As of this report, no information has been received on the patient outcome.